Event description:
It was reported the patient¿s right ventricle lead was relaying noise. All other lead measurements were in range and stable. The lead was explanted and replaced. The patient¿s condition was stable throughout.

Manufacturer narrative:
One lead-to-can external insulation abrasion breaching outer insulation and exposing outer coil was noted proximal to suture sleeve impression region on one of the five returned pieces. The cause of the reported event was isolated to this lead-to-can external insulation abrasion. This is consistent with the observation from the field of noise.